Manufacturer narrative:
Date of event: exact date unknown/ not provided, best estimate is (B)(4) 2020. Explant date: lens remains implanted, therefore not explanted. Telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a residual refraction of -1.75 s -0.75 130 degrees on the right eye, orientation at 86-90. Slight dry eye was noted and visual acuity at 0.8 p. A yag (yttrium aluminum garnet) procedure was performed and a prk (photorefractive keratectomy) is planned. The od (right) lens to be implanted was changed after the os (left) post-op iol master results. Curving of the lens towards the anterior was noted. Through follow-up we learned that the yag was performed 4 weeks post-implant on the (B)(4) 2020, and that the prk is not planned yet pending os implantation and post-op results. Patient pre-op condition of corneal abnormalities was noted pre-op and might have caused the wrong lens to be chosen.